Manufacturer narrative:
Additional information: d9, g1, h3, h4, h6, h11. G1: (device manufacturer name, address, city, country, country code, postal code) were updated as manufacturing site was updated from ¿dominican republic¿ to ¿aibonito¿. H11: the device was received for evaluation. Visual inspection was performed which identified the top web of the blister packaging was brittle (damaged). The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is related to improper product exposure or storage conditions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile package (white side of the package with the blue writing) of an unspecified quantity of clearlink system luer activated universal vial adapters had cracks; further described as "almost like its dry rotted". This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.